Event description:
It was reported a balloon ruptured circumferentially during an angioplasty of a luminex stent in the subclavian. The balloon separated from the catheter and had to be snared. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned sample was evaluated and confirmed that there was a circumferential burst in the balloon with tip detachment. The use of this device with a stent is an off-label application. This device was not designed to dilate a stent. The IFU (info for use) indications for use are as follows: conquest pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the femoral, iliac, renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries.